Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, there were drawer opening and closing issues. The customer reported that at the west location, auxiliary 2 drawer 1.2 was becoming difficult to close. Additionally, at west 2, auxiliary drawer 6 would not open at all. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer would not open. A field service engineer (fse) removed back panel file for light emitting diode (led) dark and replaced the latch inseparable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.